Event description:
A sample was not returned for evaluation. Did provide a catalog number, but not a lot number to perform a batch review. A historical review of the catalog number revealed no other incidents of this nature against this part.

Event description:
An IV tubing set did not have a filter "plate" to insert into the machine.